Event description:
The customer reported that, during a salpingectomy procedure, an error message was displayed on the monitor directing the user to change the handpiece without disconnecting due to damage to the subject device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad in the grasping section was torn with a missing part and the metal of the grasping section was visible through the tissue pad. This report is being submitted for the malfunction found during evaluation (tissue pad separation).

Manufacturer narrative:
During inspection and testing, the tissue pad in the grasping section was torn with a missing part and the metal of the grasping section was visible through the tissue pad. There was a mark on the probe which came into contact with the non-insulated area of the grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the probe was partially peeling. A review of the device history record found no deviations that could have caused or contributed to the wear on the tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the intensive wear of the tissue pad could have happened because "seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or output continued after transection of tissue. The tissue pad was then worn away, causing the non-insulated area of the grasping section to touch the probe. The "seal & cut¿ output was then activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The peeling of the coating was likely caused by activation of the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe, or activation in "seal & cut¿ mode continued after completion of tissue cutting. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.". "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.". Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.